Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the customer's device and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event while transporting the patient, their device powered itself off and the device could not be powered back on. Physio has made multiple attempts to contact the customer including written correspondence, regarding patient outcome and information but has not been successful.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was a shorted diode, designator cr15.

Event description:
The customer contacted physio-control to report that during a patient event while transporting the patient, their device powered itself off and the device could not be powered back on. Physio has made multiple attempts to contact the customer including written correspondence, regarding patient outcome and information but has not been successful.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that during a patient event while transporting the patient, their device powered itself off and the device could not be powered back on. Physio has made multiple attempts to contact the customer including written correspondence, regarding patient outcome and information but has not been successful.